Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma® with lidocaine and juvederm® volift¿ with lidocaine in the cheek and lips. Approximately 4-6 months later, patient developed "inflammatory reaction + hard nodules." Treatment was noted as "prednisone, hyaluronidase & biaxin." It is unknown if events have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00752 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.